Event description:
A report was received that the patient's lead seemed to have migrated on top of the ipg causing the patient discomfort. The patient was also experiencing pocket pain. The patient will likely have a revision or explant procedure.

Event description:
A report was received that the patient¿s lead seemed to have migrated on top of the ipg causing the patient discomfort. The patient was also experiencing pocket pain. The patient will likely have a revision or explant procedure.

Manufacturer narrative:
Additional information was received that the patient's leads were repositioned and the ipg was moved below the belt line to a comfortable location for the patient. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear lead, 50cm model #: sc-1110-02, serial #: (B)(4), description: implantable pulse generator.